Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler with cycler set and the patient event of peritonitis as peritonitis is a known complication of pd therapy. However, there is no information to show a causal relationship between the liberty cycler and cycler set and the peritonitis event. Additionally, there are no allegations of a device malfunction or leak in the cycler set reported for this event. There has been no information provided for this complaint. It is unknown if the patient had a breach in aseptic technique leading to the peritonitis. Without additional information, especially the pd effluent culture results the etiology of the peritonitis cannot be determined, but the cycler and cycler set can be excluded as the cause based on no allegations of a malfunction or deficiency occurring. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to inquire if fibrin could cause a patient to have drain issues. During the call the nurse mentioned the patient has peritonitis (date not provided). The patient was not identified. Technical support informed the nurse that the liberty cycler is not meant to work with fibrin and advised to use continuous ambulatory peritoneal dialysis. No patient or diagnosis information as well as treatment is known in relation to this peritonitis event. There are no allegations against the liberty cycler and no reports of a leak with the liberty cycler set. Multiple attempts to obtain additional information have been completed, however to date there has been no response.

Manufacturer narrative:
(B)(6). Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.